Manufacturer narrative:
A correction has been made on the device (B)(4). The recall code has been removed in as there is no remedial action code for the device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was t-wave oversensing on the chronic right ventricular lead an hour after the device was changed out. It was also reported that the patient was pacing "slow". The device was reprogrammed to address this issue and the t-wave oversensing stopped. The lead and device are still in use. No patient complications have been reported as a result of this event.